Event description:
It was reported via journal article: title: more than a mechanical problem: dysphagia and new-onset ineffective esophageal motility after linx® placement¿a case report authors: patricia ruiz-cota, ¿, santiago horgan citation: international journal of surgery case reports. The aim of this study is to report the case of a 66-year-old female who underwent laparoscopic hiatal hernia repair with concurrent linx® device placement for gerd. Reported complications are the following: linx device (magnetic sphincter augmentation; ethicon endosurgery) (n=1; 66-year-old, female) - developed progressive dysphagia three weeks postoperatively treatment: was initially responsive to corticosteroids - recurred treatment: not reported - mild narrowing at the gastroesophageal junction demonstrated in barium swallow treatment: three serial endoscopic dilations - symptoms persisted treatment: not reported - revealed new-onset ineffective esophageal motility (iem) in high-resolution manometry (hrm) treatment: not reported - due to refractory symptoms treatment: the linx device was surgically removed. In conclusion, msa (magnetic sphincter augmentation) may lead to de novo iem (ineffective esophageal motility). Thorough preoperative evaluation and timely reassessment of postoperative symptoms are key to optimizing patient outcomes.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2025 d4: batch # unk b3: only event year known: 2025 . This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.